Event description:
A customer reported that a tandem mobi cartridge alarm was occurring with increasing frequency over the past month. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the alarm issues and decided to replace the pump. The customer was instructed to use the current pump as a backup therapy, given instructions on the storage mode for returning the defective pump, and advised on steps to take upon receiving the replacement. A replacement pump was sent to the customer with guidance to return the malfunctioning pump to tandem within 10 days.